Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2021-11898. Device investigation is completed; please see updated codes in this report.

Event description:
It was reported to philips that the device experienced an etco2 failure. There was no patient involvement.